Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and four months post filter deployment, the patient presented with chest pain. Subsequent, chest 1 view revealed a tiny angled linear metallic foreign body superimposed over the medial left hemi thorax. Approximately three years later, computed tomography revealed inferior vena cava filter present with filter legs protruding through the caval wall. Approximately three years later, chest 2 views revealed two metallic needle-like structures are appreciated within the region of the left pulmonary artery and distal right pulmonary artery, stable in position. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date; 04/2006),g3,g4. H11: b3,d4(corporate lot no),h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately thirteen years post filter deployment, it was alleged that the patient received an x-ray that showed two metallic needle- like structures that were within the region of the left pulmonary artery and distal right pulmonary artery. The patient alleged that the device detached and the filter struts perforated into the organs. Furthermore, the patient experienced bronchitis, chest pain, and shortness of breath. Patient was admitted to the emergency room approximately eight times post filter deployment for shortness of breath and chest pain. Additionally, the patient allegedly has experienced three episodes of dvt. The patient has undergone frequent radiology. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately thirteen years post filter deployment, it was alleged that the patient received an x-ray that showed two metallic needle- like structures that were within the region of the left pulmonary artery and distal right pulmonary artery. The patient alleged that the device detached and the filter struts perforated into the organs. Furthermore, the patient experienced bronchitis, chest pain, and shortness of breath. Patient was admitted to the emergency room approximately eight times post filter deployment for shortness of breath and chest pain. Additionally, the patient allegedly has experienced three episodes of dvt. The patient has undergone frequent radiology. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.